Manufacturer narrative:
No conclusion can be made. At this time, we are unable to determine a correlation between the patient's reported reaction and the 3dmax light mesh used to treat the patient's hernias. Due to privacy laws in (B)(6) patient specific symptoms and treatments administered could not be provided. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. This file represents device #1; the left sided repair. An additional emdr was submitted to represent device #2; the right sided repair. Note: remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent laparoscopic bilateral hernia repair and was implanted with one 3dmax light mesh left (device #1) and one 3dmax light mesh right (device #2). As reported the patient has been experiencing autoimmune symptoms.